Event description:
It was reported that the field representative could not complete an interrogation of this implantable cardioverter defibrillator (ICD). Additional information has been requested but was not provided at this time. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.